Event description:
It was reported that an unexpected reset occurred. As a result, the pump history was missing data despite being in use. Customer¿s blood glucose level was approximately 200-240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.